Event description:
The customer reported the image of the hd autoclavable camera head was blurry. The issue was found during inspection prior to use. The case was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the upper left corner of the image was white out. The report is being submitted due to white out image found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and there was noise due to a faulty cable unit. In addition, the sealing part of the coupler was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 and h10 of the initial medwatch. In the initial, it was identified that the reported phenomenon was duplicated during device evaluation. However, the reported phenomenon was not duplicated / reproduced during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.